Manufacturer narrative:
The reported issue of unexpected device shut off during epinephrine infusion could not be confirmed as no product nor device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text: device not received.

Event description:
It was reported that a new alaris pumps (with orange stickers) shut off without "channel disconnect" alarm, this registered nurse visualized the pumps shut off at time of event. Pumps able to turn back on with some movement and infusion emergently restarted due to patient hemodynamic instability. This happened twice during the shift while awaiting new pumps. Patient with atypical teratoid rhabdoid tumor chemo in acute respiratory distress syndrome and fungal bacteremia. Hemodynamically unstable requiring norepinephrine drip infusion. New brain and pumps ordered, new lines made and infusion started in preparation for change out of malfunctioning pumps and new pumps. Patient was unable to tolerate required epinephrine dose due to hypotension. The patients¿ blood pressure was able to be stabilized.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Infant patient with hemodynamic instability, fungal bacteremia, atypical teratoid rhabdoid tumor, acute respiratory distress syndrome and hypotension.

Event description:
It was reported that a new alaris pumps (with orange stickers) shut off without "channel disconnect" alarm, this registered nurse (rn) visualized pumps shut off at time of event. Pumps able to turn back on with some movement and infusion emergently restarted due to patient hemodynamic instability. This happened twice during the shift while awaiting new pumps. Patient with atypical teratoid rhabdoid tumor chemo in acute respiratory distress syndrome and fungal bacteremia present. Hemodynamically unstable requiring norepinephrine drip infusion. New brain and pumps ordered, new lines made and infusion started in preparation for change out of malfunctioning pumps and new pumps. Patient was unable to tolerate required epinephrine dose due to hypotension. The patients¿ blood pressure was able to be stabilized.